Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter was testing in settings mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged meter issue began on (B)(6) 2016, 09:30. The patient manages her diabetes with 20 units of toujeo insulin daily and continued with her usual diabetes management routine as a result of the alleged meter issue. She reported that 45 minutes after the alleged product issue began she developed the symptoms of shaky and low blood sugar. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter was being used. After educating the patient on the correct testing procedure the issue was resolved. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.